Event description:
Customer reports that insulin pump turned off. Customer states she installed batteries into insulin pump after it was stored for some time without batteries. Customer's blood glucose was 45 mg/dl. After troubleshooting, customer was advised to monitor her insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.